Manufacturer narrative:
The device was received for evaluation. During functional testing, an system error 320 (latch switch error) alarm was not reproduced. A review of the event history log revealed multiple system error 320 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a slight delay in the upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 320 (latch switch error) during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.